Event description:
The intramedullary nail has broken due to insufficient bone healing. The patient has probably put too much weight on this leg. Date of incident (B)(6) 2026. This event occurred in switzerland.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a precice bone transport, retrograde femur nail has broken due to insufficient bone healing.

Manufacturer narrative:
The investigation revealed a complaint relating to a precice bone transport, retrograde femur, 11.5mm x 400mm nail, that was reported as breaking due to insufficient bone healing. It is suspected that the patient was weight bearing more than what is recommended in the IFU. The device was not returned as it was discarded post explantation, so a device evaluation was not possible. However, a device history record (DHR) review was performed for the lot 3060111aaa, and there were no deviations in the manufacturing process, and the finished product met all acceptance criteria prior to shipment. Without further information or the physical device to evaluate, this complaint cannot be confirmed. Because the patient did not follow the surgeon's post-op instructions, it is most likely that the nail failed due to torsional forces exerted on the nail due to weight bearing. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.